Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level during the incident was 511 mg/dl. They did not recall any significant events that led to the hospitalization. Their recent high blood glucose began on (B)(6) 2017. They were wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed on the insulin pump. The device will not be returned for analysis.